Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photos submitted for evaluation. Bd received one hundred unused, representative 22ga x 1.00in bd nexiva closed IV catheter system single port units from lot 9325191 and three photos. Per bd policy, a random sample size of forty-five units was used for the investigation. Through the visual/microscopic examination of the units, no visible damage to the v-clip, retention washer, or grip was observed that would inhibit the needle disengagement or decoupling. The functional test of needle disengagement and decoupling was conducted. All forty-five units successfully disengaged and decoupled. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in had a broken safety mechanism. The following information was provided by the initial reporter: "this is the issue about needle retraction failure (push-tab defect). After inserting nexiva into a patient, hcp tried to retract the needle; however, the finger grip was separated from the push tab but the catheter septum wasn¿t. A forceps was used to remove the septum from the push tab. Hcps in the hospital are scared to use the products from the same lot, which will be returned. Bd is required to verify whether the same incident can be reproduced or not with unused products."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in had a broken safety mechanism. The following information was provided by the initial reporter: "this is the issue about needle retraction failure (push-tab defect). After inserting nexiva into a patient, hcp tried to retract the needle; however, the finger grip was separated from the push tab but the catheter septum wasn¿t. A forceps was used to remove the septum from the push tab. Hcps in the hospital are scared to use the products from the same lot, which will be returned. Bd is required to verify whether the same incident can be reproduced or not with unused products."